Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose level. The issue occurred in the past; therefore, troubleshooting could not be performed. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.